Event description:
It was reported that the patient was experiencing pain, shocking sensations, burns, numbness, dizziness, nausea, vomiting, difficulty swallowing. The patient underwent explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.